Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Fibrosis of the anterior capsule was noted and the surgeon felt that this may be responsible for the unexpected refraction. She did not feel there was a problem with the lens and that the calculations were correct. She also stated that the patient is happy with her vision. The patient was referred to another surgeon for consultation. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/19/2008 and 10/03/2008 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/17/2008.